Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to dilaudid (hydromorphone) and was previously used to deliver unknown morphine. It was reported that "they had to reconfigure the device" because the patient was allergic to morphine and now they were on dilaudid. The reporter stated that, since the change in medication, the patient's boluses didn't work and it was almost as if the boluses did not work. The patient had been talking with their doctor every single time andthe doctor just kept telling them to increase the medication. Patient services asked the reporter when the medication was changed and the reporter stated that it was "only like a month" after the pump was installed in july 2023. The reporter also mentioned that they only used boluses because they didn't want to lose the medication and they had to pull enough medication out and throw it away because they had that much left over because it was not working. The reporter stated that they were ready to have the pump removed because they were "so disgusted with the way this is going on". Patient services sent an email to manufacturer representatives (rep) for further assistance and sent physician listings to the reporter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative reporting that the expected volume was 14.5ml and they aspirated 13ml. The filled volume and programmed filled volume at the patient's last refill was 19ml. The cause of the volume discrepancies and pump/boluses not working were not determined. The patient had moved out of state before any diagnostics could be completed.